Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's step mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had issues with no delivery alarms. The mother states the infusion set was changed and the no delivery alarm was received. The customer's blood glucose level rose to over 500mg/dl. The mother states the pump was removed and the customer treated with manual injection. The mother states the customer is trying to insert new infusion set, but the device is stuck in rewind. The customer's blood glucose level at the time of incident was 248mg/dl. Troubleshoot was conducted. The customer was advised to prevent bolus attempt during rewind. The customer also mentioned noticing crimped cannula. The customer mentioned issues with cannula in the past where levels rose to over 600mg/dl and trip the emergency room was needed.